Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for spinal pain. It was reported that patient had a little fall on (B)(6) 2018 where they fell frontwards when tripping over the stairs. Patient confirmed fall was unrelated to the device. Patient inquired if the device can "jostle" because patient was having more pain than usual in their back. Patient was unsure if the device has "jostled" because patient also felt like there was an opening on oneside of the device. The rest of the device felt solid except for one side of the device. Patient added, in general if patient does any movement that hurts patient back, the pain is more pronounced with the patient because of the back issues patient has always had. Patient was redirected their hcp to get the device checked. No further complications were reported/anticipated.